Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump had power loss. The customer¿s blood glucose level unknown. The customer was treated with bolus and manual injection. The customer reported that the buttons doesn't release and it¿s still not working. Customer declined to troubleshoot for high blood glucose and power loss read off little. The customer was advised if entire surface of both side buttons are pressed the serter can be more difficult to use. The insulin pump will not be returned for analysis.